Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous left anterior descending (lad) coronary artery. The 2.5x15 mm nc trek balloon dilatation catheter (bdc) was not prepped outside the anatomy (air aspiration) prior to use. The bdc was inflated once to nominal pressure and dye was noted on fluoroscopy. Another balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, the tear in the inner member is likely what was perceived as the rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not prepared outside the anatomy. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture or noted tear in the inner member. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.